Event description:
It was reported that right ventricular (rv) lead exhibited high threshold and low sensing. Right atrial (ra) lead exhibited suspected insulation issue. Both leads were explanted and replaced. The patient is in stable condition.